Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification.  A (DHR) (device history review) for the fs libre sensor kit was reviewed, and the DHR showed the fs libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. This also serves as a correction report. Brand name was incorrectly documented in the initial MDR 30 day report.

Event description:
Customer reported his adc freestyle libre sensor detached after a shower, after two days of wear. He further reported that on (B)(6) 2019 he felt ¿too low and shaky¿ so an ambulance was called. Upon arrival, a reading of 41 mg/dl was received on the paramedic¿s meter and customer was treated with an intravenous infusion of glucose. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported his adc freestyle libre sensor detached after a shower, after two days of wear. He further reported that on (B)(6) 2019 he felt ¿too low and shaky¿ so an ambulance was called. Upon arrival, a reading of 41 mg/dl was received on the paramedic¿s meter and customer was treated with an intravenous infusion of glucose. No additional treatment was reported. There was no report of death or permanent injury associated with this event.